Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2009. According to the complainant, during the procedure, the output power was fluctuating and the unit produced a 'pad-fault' alarm. Once the unit alarmed, the physician stopped and checked the grounding pads which were in good order; the pads were properly attached. The physician then continued to use the unit and noticed that the power was fluctuating from 10w to 3w. The complainant completed the procedure by using another endostat ii electrosurgical unit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).